Event description:
It was reported that the customer had a motor error alarm on the insulin pump during a bolus. Customer stated that they are able to rewind the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: unit unable to prime during the prime/a33 test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.